Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right ventricular lead was going to be repositioned due to high thresholds, physician decided to explant this lead during this procedure. This lead was successfully replaced. Pocket revision was also necessary as patient experienced a hematoma. No additional adverse patient effects.

Event description:
It was reported that right ventricular lead was going to be repositioned due to high thresholds, physician decided to explant this lead during this procedure. This lead was successfully replaced. Pocket revision was also necessary as patient experienced a hematoma. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.